Event description:
A cortical bone screw broke while being inserted into the patient's femur. The doctor attempted to insert another screw, but found it difficult and subsequently removed it. A portion of the broken screw was left in the patient's bone.